Manufacturer narrative:
Sections d1 and d4 updated to align with the information listed on gudid.

Event description:
No product was returned for investigation. Fresenius kabi was in communication with the customer, and it was found that the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. The pump passed test infusions and the customer placed the unit back into active service. Fresenius kabi has also sent a cleaning letter which contains a link to training tools that document the proper cleaning process for the cassette loading area of the pump.

Event description:
The following has been reported: customer reported: cassette loading alarms. Not much information on the issue. No reported patient harm. (B)(6) 2024: ran test infusion after cleaning, no additional alarms. Putting pump back into service. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.